Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat central pelvic collapse with cystocele and rectocele. It was reported that patient underwent a mesh removal on (B)(6) 2012. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00734. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior colporrhaphy and cystourethroscopy due to central pelvic prolapse, grade 4 cystocele and grade 2 rectocele. The patient underwent mesh revision/removal on (B)(6) 2012 due to vaginal mesh erosion and postmenopausal bleeding.